Event description:
Prior to an implant procedure, the device was unable to be interrogated using rf telemetry. The device was not implanted. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to be interrogated using the merlin programmer. After the product code was reloaded, telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and were revealed to be normal. Analysis of the device image revealed the cause of the interrogation failure was due to a firmware anomaly.